Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown, implanted: (B)(6) 2025, product type: screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturing representative (rep). They reported that it was unknown when the date of the lead was removed. It was unknown of the cause of the snapped lead (approx. 4.5 cm remaining below the foramen) was determined. The steps were or would be taken to resolve this issue was that the lead was taken out. The issue was resolved. It was unknown what indication the device was intended to treat. They asked the customer to return the device and the device had not been returned to the medtronic lab in minneapolis for analysis. The information had been requested from the physician and/or patient.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown serial# implanted: (B)(6) 2025 explanted: product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. The trial began on (B)(6) 2025. It was reported that patient was itching themselves, thought it was a gauze, lead had snapped off and about 4.5 cm of the lead was still in patient's body, below the foramen. Caller reported physician confirmed with xray. Reviewed MRI fragment leads eligibility. Reviewed gentle traction removal.